Event description:
Siemens was informed about a malfunction that occurred while operating the artis one device. During a coronary angiography procedure, the system displayed unclear and dark images. The patient had to be relocated to a different medical facility to complete the procedure. Additional information was received from the customer that the procedure was completed without any health consequence for the involved patient.

Manufacturer narrative:
Siemens has requested additional information regarding this event. A supplemental report will be submitted if additional information becomes available.